Manufacturer narrative:
The customer¿s report of the pump stopping was confirmed however the error was not replicated during functional testing. The pump module event log shows that at 7:50 am on (B)(6) 2016 the device was programmed to infuse at a rate of 2.4ml/hr with a vtbi of 30ml. At 10:03 am a channel malfunction occurred and the infusion was stopped with error code 240.4150.0 (sensor broken high failure). Pressure sensor voltage was tested and both sensors passed. A test infusion was performed with the set's roller clamp partially closed to create back pressure and no error alarms occurred. The root cause of the malfunction was not identified.

Event description:
The customer reported that a pump stopped working during a vasopressin infusion, dosage and rate not provided. The patient had an unspecified drop in blood pressure while the pump was being replaced and returned to baseline with no lasting harm once the infusion resumed.